Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll bns contained foreign matter. Verbatim: complaint via email. Email(s) attached. Owens & minor is providing notification of the following product complaint. We trust that you will take the appropriate corrective actions to resolve this issue. The information relevant to the event is as follows: complaint record number(s): (B)(4) o&m product number: 301027. Supplier product (material) number: 301027. Supplier product (material) description: syringe: 5ml l/l ns. Supplier lot number(s): potential lots: 5098725, 5247509. Sample availability: no sample available. The details of the reported complaint are as follows: medical action industries received a complaint stating ¿¿we found a black course hair coiled in a hub of a 5ml syringe.¿ one (1) each reported. This was found prior to use, during patient care. No patient injury, no medical treatment required. No sample available. The picture below was sent by the customer. Two lots were used in the medical action work order, so the reported non-conforming syringe could have come from either lot.